Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The company representative reported the patient's device was not working, not charging, and kept giving a strange error code. There were no patient symptoms reported. The indication for use was post laminectomy pain and failed back syndrome- other. If additional information is received, a follow-up report will be sent.